Event description:
In 2003, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder bifurcated endoprosthesis. In 2004, the patient was admitted to the hospital for infected grafts and was found to have methicillin-resistant staphylococcus aureus. The endografts were explanted during this hospitalization. The patient was reported to have tolerated the procedure.

Manufacturer narrative:
Please note: this event also involved item pcc141200/lot.